Event description:
It was reported by service report that the bed would not zero out on the scale. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: the scale was set to pounds instead of kilograms and recalibrated.